Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as small pimples on the back. The patient reported a known history of skin sensitivity. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an antihistamine cream for the skin irritation. Follow up indicated that the skin irritation improved.